Event description:
Patient was scanned on a siemens go.sim CT scanner (serial number (B)(6)) using a head protocol without contrast for a worsening headache. Radiologist reported "patchy area of low attenuation evident within the posterior aspect of cerebellar hemispheres bilaterally. While this may represent artifact, cortical brain edema is not excluded." Patient was scanned 1 hour and 18 minutes later on a different scanner to exclude acute event. This subject the patient to unnecessary exposure to ionizing radiation. Additionally, this particular artifact in head studies on this scanner have been problematic for a long time and it is only a matter of time until there is a true adverse event as a result of the persistent artifact. In short, head scans on this go.sim are non-diagnostic and siemens refuses to acknowledge it as a problem. We have ceased doing head studies on this scanner as a result.